Event description:
Case detail: it was reported that in 2002 the pt's left artery was dissected while attempting to insert the ancure device. The physician was able to patch the vessel and the device was not implanted. Approx two months later the pt suffered loss of blood flow to the right leg and the leg was amputated. This was reported in 2003.